Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and 99% stenosed left anterior descending artery. A xience xpedition stent was implanted and a 2.75 x 15 mm nc tenku was used for post-dilatation. After the second inflation at 24 atmospheres, the balloon ruptured. The procedure was successfully completed with a 3.0 x 15 mm tenku. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) nc tenku coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency. The st. Jude tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.